Event description:
Customer reported tandem mobi cartridge alarm during the pump's load sequence, causing alarm notifications to repeat several times. There was no impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm 30 and arranged to replace the pump. Customer will continue using the current pump until the replacement arrives and has been instructed on how to return the problematic pump.